Event description:
A theatre manager reported that during a phacoemulsification procedure, the infusion shut off during sculpting. The event duration was a fraction of a second and there were no problems with the rest of the case. There was no known impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).